Event description:
After positioning pt lateral non-invasive blood pressure-nibp-stopped cycling. Unable to use manual or auto icons on monitor; grayish in color/frozen. Able to access nibp module screen but all icons were frozen. After rebooting all icons for nibp it froze again. After approximately 10 minutes, the staff was able to generate blood pressure after manual icon became unfrozen in nibp module screen and self converted to auto mode. No adverse outcomes to patient. Number: (B)(4) -ge healthcare-.